Event description:
The patient received a cypher stent in each of the following lesions: mid lad, mid rca, and obtuse marginal cx. Approximately 31 months later, restenosis was noted in the previously treated mid rca lesion.